Event description:
It was reported that during an unknown procedure, the device didn't work when the doctor tried to close the vessel, it didn't close so he changed the device. The patient was ok. Surgery was prolonged by five minutes as a result. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 device was returned with in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the trigger could not be actuated due to a jamming incident of the firing mechanism; therefore no further testing could be performed to evaluate the reported event. The device was disassembled in order to evaluate the condition of the internal components and the anti-backup lever was found to be out of position, jamming the firing mechanism. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did jaws of device not close? Did clip not close? Did clip not occlude vessel?